Event description:
Event was reported to caldera medical by an attorney. Legal complaint states that the pt experienced constant itching, bleeding, vaginal pain, painful sexual intercourse, vaginal dryness, and recurrence of incontinence. Pt first experienced symptoms (B)(6) 2009, but did not relate it to the mesh until she saw the television ad in (B)(6) 2011. No additional info was provided.